Manufacturer narrative:
(B)(4).

Event description:
It was reported that a merlin.net transmission revealed that the right ventricular lead exhibited intermittent ventricular undersensing. No intervention was performed. The patient was asymptomatic and would be monitored with routine follow up.